Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was identified during an examination. However, the examination was finished without issue using the image on the touch screen module (tsm) and patient harm was reported. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions found that the mini display port rj45 converter of the x-ray pc is defective and, as a result, the system did not present a live image on the large display or in console. The fse replaced the display port and the system was returned to use in good working order. The display port was been returned for analysis and investigation confirmed that the display port gave no video output. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not show the live image. The system was in clinical use. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced the faulty mini displayport converter which returned the system to use in good working order.